Event description:
On 09/18/2007, the lay-user/patient contacted lifescan at 12:44 pm (pst) alleging that a one touch basic meter would not turn on. The patient indicated that the alleged meter issue started in 2007, at 11:00 am (est). The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. An unspecified time after the meter issue began, the pt developed symptoms of shakiness and was perspiring. The pt denied receiving medical intervention from a health care provider and was not tested on another device. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt alleged she developed symptoms that can be suggestive of hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for eval, but has not yet rec'd them. If either the meter or control solution are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.